Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. Customer stated having chronic kidney disease. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of slurred speech, drowsiness and feeling lethargic. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Paramedics were called and blood glucose level was at 40mg/dl fasting when they arrived. Customer was taken to the hospital and admitted into the intensive care unit. Customer was released 3 days later. At the hospital, customer was treated for hypoglycemia and doctor changed insulin and dosage. Customer was given a replacement meter at the hospital (current meter sn: (B)(4)) and meter is still reading e-0. Customer is feeling fine at time of call and no further medical intervention is required. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/18/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 02-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.